Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a prime rewind alarm was received on the insulin pump. The customer's blood glucose level was 267 mg/dl. It was stated that insulin was squirting out during the priming process. The insulin pump was reportedly neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, it was reported that the drive support cap appeared not to be damaged. Nothing further was reported.